Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is reported as (B)(6) 2018. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a physician reported about a customer who experienced an adverse skin reaction while wearing an adc freestyle libre sensor. In (B)(6) 2018, customer experienced symptoms described as "irritated skin, rash and eczema around the sensor" and had contact with the doctor who prescribed an unspecified antihistamine and dermovate (clobetasol propionate - topical corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs(device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs for all libre sensor kits within expiration at the time of the complaint was reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for this issue and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from lakemedelsverket which contained the following information: a physician reported about a customer who experienced an adverse skin reaction while wearing an adc freestyle libre sensor. In (B)(6) 2018, customer experienced symptoms described as "irritated skin, rash and eczema around the sensor" and had contact with the doctor who prescribed an unspecified antihistamine and dermovate (clobetasol propionate - topical corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.